Event description:
It was reported that the right ventricular lead was fractured, delivered inappropriate shocks, and that there were noisy electrograms (egms). It was also reported that the atrial lead experienced loss of capture. Both atrial and right ventricular leads were capped, and the right ventricular lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.